Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported they "talked to [company] rep who suggested I switch programs - seems to be working ok." When asked the steps that were taken to resolve the shocky/tingling sensation. The patient reported the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient said that they were still experiencing a tingling or shocky feeling in their labia on their left side and the ins was not even helping their symptoms. The patient also said that their colon was spasming. The patient went to the emergency room and had a CT scan and dye analysis and they found nothing. The pain persisted and could get so bad that they feel shaky like when you are running a fever. The patient had shut the device off to see if that feeling went away. The patient mentioned their trial went well but they have not had success with the implant. The patient was redirected to their healthcare provider to further address the issue. The patient stated they have an appointment with the doctor the following week and were seeing a new doctor as theirs retired.